Event description:
It was later reported the physician tried to aspirate from the access port without success. The patient was referred to a neurosurgeon for a revision.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the patient¿s first refill following implant in october, a volume discrepancy was noted. The actual residual volume (arv) was 39 ml, which was greater than the expected residual volume (erv). The logs were checked and no alarms were noted. It was noted that a dye study was planned. The patient had not mentioned anything about not getting therapy. The pump was used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.